Manufacturer narrative:
Testing indicates that when the label instructions are followed, few plastic pieces are generated. Also, if any are generated they are directed away from the face of the user (and patient). The customer reported they were not using the product according to the product instructions. The mfg plant has an ongoing program to improve the heat seal characteristics of blood collection needles. Reference MFR complaint #d96-10-28-255. Section d - lot numbers reported by customer 241544, 241299, 241890.

Event description:
When the associate was seen for a re-check on the following day (7-25-96) the eye was feeling better. There was no infection of the conjunctive noted an no uptake of the fluorescein dye was noted. The associate was returned to regular duty.